Manufacturer narrative:
(B)(4). Customer returned product on 8/26/2016;qc lab received the product on 8/29/2016; qc lab evaluated the returned meter and test strips on 8/31/2016. Investigation completed and product evaluated with no defects found on returned meter and test strips. Most likely underlying root cause of malfunction: user had an inaccurate reference manufacturer contacted customer on 06/23/2016 in a follow-up call in order to ensure the customer's condition since the initial call; the customer's condition has improved. The customer went to the hospital after she spoke to the representative. She was diagnosed that her blood sugar levels were high, as the meter indicated. She did not receive medical treatment. Customer stated that the replacement product is working to their satisfaction.

Event description:
Consumer reported complaint for high blood glucose test results. Mother is calling on behalf of the customer. The customer's expected fasting blood glucose test result range is 80 to 120mg/dl. The customer reports symptom of feeling weak. Medical attention is not reported as a result of the actual blood glucose results and reported symptom. During the call on (B)(6) 2016 a blood test was performed by the customer non- fasting and produced test results of 131mg/dl using true result meter. The product is stored in the bedroom. The test strip lot manufacturer's expiration date is 02/23/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). She hadn't made any changes to her diet or medication (humalog & lantus).

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference manufacturer contacted customer on 06/23/2016 in a follow-up call in order to ensure the customer's condition since the initial call; the customer's condition has improved. The customer went to the hospital after she spoke to the representative. She was diagnosed that her blood sugar levels were high, as the meter indicated. She did not receive medical treatment. Customer stated that the replacement product is working to their satisfaction.

Event description:
Consumer reported complaint for high blood glucose test results. Mother is calling on behalf of the customer. The customer's expected fasting blood glucose test result range is 80 to 120mg/dl. The customer reports symptom of feeling weak. Medical attention is not reported as a result of the actual blood glucose results and reported symptom. During the call on (B)(6) 2016 a blood test was performed by the customer non- fasting and produced test results of 131mg/dl using true result meter. The product is stored in the bedroom. The test strip lot manufacturer's expiration date is 02/23/2019 and open vial date is (B)(6) 2016.. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). She hadn't made any changes to her diet or medication (humalog & lantus).